Manufacturer narrative:
Additional details received: the device upon interrogation went into safe mode, we then tried to re-initialize twice which was unsuccessful. We left the wand above the device to allow the progress bar to complete three times, which after 20 minutes eventually allowed us to interrogate the device properly. Device remains implanted and is working within normal parameters. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Additional details received: the device upon interrogation went into safe mode, we then tried to re-initialize twice which was unsuccessful. We left the wand above the device to allow the progress bar to complete three times, which after 20 minutes eventually allowed us to interrogate the device properly. Device remains implanted and is working within normal parameters.

Event description:
After an estimated implantation period of approx. 34 months, it was reported that the device was not able to be interrogated. The patient was discharged home. Despite efforts to clarify it could not be confirmed if the device was exchanged on the day of event. Should additional information be received, this file will be updated.